Manufacturer narrative:
The insulin pump was received with no blank display noted. The insulin pump powered up properly and all operating currents are within specifications. The insulin pump passed self test and displacement test. No cracked battery cap noted however, the insulin pump had cracked battery tube threads and cracked belt clip slot noted. Unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a crack next to the battery cap. The customer indicated that they have changed batteries but the display screen is blank. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.